Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. The event could have been detected/prevented by following the following instructions for use: instructions. Rhino-laryngo fiberscope. Olympus enf-gp2. Important information ¿ please read before use. Precautions. [Warning]. Do not strike, hit, or drop the distal end, insertion tube, bending section, control section, or light guide connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, or light guide connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that broken fibers were visible in the image. Additional findings include the following: the bending section cover was porous, the connecting tube was deformed, the angulation was less than the specified value / had play evident, and the image guide bundle had spider webs. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo fiberscope optics were blind. There were no reports of patient harm.